Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room (ER) on (B)(6) 2016. Reportedly, customer was experiencing a possible stomach virus, blood glucose (bg) levels in the high 200s (mg/dl), and large ketones. While in the ER, customer was treated with a medication for nausea, and did not receive treatment for their bg levels or ketones. Customer was released a few hours later with a bg level of greater than 350 (mg/dl), vomiting, and reportedly experiencing blurred vision. Contact took the customer back to the ER on (B)(6) 2016, and reported that the customer still had an elevated bg of greater than 350 (mg/dl) and large ketones. Customer was treated with intravenous fluids and a medication for nausea, and released after a few hours. Contact indicated that the customer had attempted to treat bg levels by changing supplies and using an increased temporary basal rate; however, the contact took the customer back to the ER later that day, and the customer was admitted to the hospital for diabetic ketoacidosis determined to be dangerous and vomiting. While in the hospital, customer was treated with intravenous insulin, potassium, and saline. Customer was released from the hospital on (B)(6) 2016.